Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the clinic received an alert that this pacemaker entered safety mode. Technical services (ts) reviewed the data and recommended device replacement. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.